Event description:
Customer reportedly received results in the 300s (mg/dl) on the advantage system and 110 mg/dl on a professional's device within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.